Event description:
It was reported that the day following the implant procedure, the electrocardiogram (ECG) displayed gradually extended av intervals until the qrs waveform fell off. A device interrogation indicated there was poor pacing and sensing in the atrium and the physician suspected that the right atrial (ra) lead dislodged. It was noted by the physician that the patient had a large heart and the right atrium was quite small, therefore, the passive pacing lead could hardly reach the target position and be fixed. As a result, a revision procedure was performed, which replaced the passive lead with an active fixation lead. However, due to an abnormality in the patient's cardiac muscle, the parameters during implant were not ideal and after repeated attempted to fixate the lead, the helix became damaged and could not be extended. The lead was not implanted and replaced. No patient complications have been reported as a result of this event.

Manufacturer narrative:
Product event summary: the full lead was returned, analysis was performed and no anomalies were found.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.